Manufacturer narrative:
A partial lead measuring 50.5 cm was returned for analysis. An external insulation abrasion was noted 41.0 to 41.3 cm from the distal tip breaching the outer insulation and exposing the outer coil consistent with friction to the device can.

Manufacturer narrative:
(B)(4). UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient's implantable cardioverter defibrillator, right atrial and right ventricular leads were removed and replaced due to "abnormal measurements". The right ventricular lead also exhibited externalized conductors. No further information was provided.

Event description:
New information received on (B)(4) 2019 indicates that the patient's implantable cardioverter defibrillator was electively replaced with no indication of a malfunction. The patient was stable without any complaints.